Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and evaluation revealed the pressure-regulating balloon (prb) was empty. A hole was identified in the prb as the source of fluid loss. A surgical procedure was performed in which the prb was replaced, while the cuff and control pump were retained. The device was tested and verified under cystoscopy. There were no further patient complications reported.